Manufacturer narrative:
The device was tested, and the event was confirmed. The unit alarmed for a patient disconnect. The issue was determined to be in the patient circuit and not the device. The patient circuit was exchanged, and the alarm was resolved. The unit completed testing successfully. Based on information provided, the reported issue was observed during preventive maintenance testing prior to therapeutic application, therefore the reported issue is not likely to cause or contribute to death or serious injury. This issue no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported prompt "patient disconnected." The customer requested engineer to go to the site to test. The device was not in use on a patient. No patient or user harm was reported. The field service engineer did not go onsite to evaluate the unit. The customer refused service from philips. If the customer decides to have this unit repaired by philips at a later date, this complaint will be reopened, and appropriate regulatory reports submitted.